Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the error code 133.6090 on the pcu was confirm in the log review, however. The issue was not replicate and observed during testing. The laboratory test results identified that the reported error code 133.6090 have a main speaker malfunction, but during evaluation no errors or malfunction was observed. The result of alaris system maintenance test on the suspect device was recorded within normal values. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 15jul2025; time was not reported. A review of the pcu battery logs did not observe any issue or warnings that could have contributed to the reported event. A review of this year¿s logs showed that error code 133.6090 occurred throughout the month of july. During this time the error code appeared (6) six times. On the day the incident reported by the customer occurred (on (B)(6) 2025) no activity was recorded or infusion activity. The error codes 133.6090 recorded in the error logs were on (B)(6) 2025. No active infusion was programmed on the day of the reported event. The pcu is turned on, the error code 133.6090 appears, and the system stops working, the fatal error alarm turns on and any connected module stops working. This event is repeated every time the pcu is turned on and after 2-4 minutes the device turns off. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. Per the alaris system user manual v12.3.2, the following should be performed when programming a device for infusion. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). Device opened for investigation, please re-torque all screws. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.